Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 672625, adaptor, (B)(6) 2012; d314vrg, implantable cardioverter defibrillator, (B)(6) 2012; 6721, implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the device, lead and adaptor were removed and not replaced due to septicemia. No further patient complications have been reported as a result of this event.